Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign objects were on the bending section cover, on the adhesive of the bending section cover, and on the knob due to insufficient cleaning or handling of the scope. It was also observed that the plastic distal end cover had a dent. It was observed that the connecting tube and the universal cord had a scratch. It was also observed that the image guide protector was damaged. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer indicated that it was unknown if the device was used with foreign material on it. The customer confirmed that the device is inspected prior to use. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer conformed that there were no abnormalities with the reprocessing accessories. The customer confirmed that manual cleaning was performed within one hour after the procedure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the gastrointestinal videoscope "wheel" was not working. The reported issue was discovered during maintenance of the scope. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there were foreign objects on the bending section cover as well as on the adhesive of the bending section cover which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.